Event description:
It was reported that the patient had an inappropriate shock due to a fast atrial tachycardia with rates around 230bpm. Two shocks were given but neither converted the rhythm. The rhythm self-terminated. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.